Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0224t, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v863405, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0224t, implanted: (B)(6) 2012, product type: lead; product ID 3389s-40, lot# v863405, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that there were some high impedances observed on the right ins. There was a battery replacement of both the right and left implantable neurostimulator (ins) on the date of this report due to normal battery depletion. During the explant of the right ins the extension had fallen right out of the header block with no loosening of the set screw. This had occurred while removing the ins from the pocket and before the insertion of the torque wrench into the grommet or set screw. The ins had been handed off to a nurse who had used the torque wrench to turn the screw and got a click from the torque wrench. There were no issues with the left ins. The newly implanted inss on both sides were tested at 3.0v and impedances were good at the end of the case. No therapeutic outcome was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported x-rays were taken and had not shown a break. The date of x-rays was unknown. The cause of high impedances was not determined. The cause of the extension falling out of the header block was not determined. There were no devices to return.